Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the batteries and charger. The system operates as intended.

Event description:
It was reported that the 2600 system doesn't fully boot and shows a precharge fial error on the remote console.